Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the plastic at the fill port of a large volume infusor. There was no patient involvement. No additional information is available.